Event description:
It was reported via receipt of clinic note sent to MFR by the implanting facility medical records department that the vns pt presented at the emergency room on (B)(6) 2002 having an increase in seizures. The notes indicated that the chief complaint was "this evening he had a seizure starting on his right side that became generalized. He was given rectal valium without any improvement. By the time he arrived at the ER, the tonic clonic activity had stopped. These were normal seizures for him according to his caretaker. There have been no recent illnesses, the only change was his recent vns implant surgery which took place on (B)(6) 2002. No reports of fever. The pt had a uti upon admission to the ER". The discharge summary dated (B)(6) 2002, noted that "his vns device was turned on and the pt did well during his stay here. An eeg was done which showed moderate generalized encephalopathy. The diagnosis was seizure disorder". Good faith attempts to obtain additional info from the treating neurologist have been made, however, no response has been received to date. It is unk if this is normal seizure activity for the pt, or if there was an increase in the frequency. In addition, the implant surgery that preceded the onset of the seizures has not been ruled out as a contributory factor of the event. The info received to date indicates that the device was not programmed on prior to the onset of the seizure increase. The pt recently had surgery where the generator was replaced prophylactically. The explanted generator was returned to MFR for analysis. Analysis of the device revealed no anomalies and the device performed according to specifications.